Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 5091252, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 5089152, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4).